Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test using a new lab reservoir along with a pump. Infusion set failed per inspection found occluded tubing/p-cap needle.

Event description:
The customer reported via phone call of occlusion from the infusion set. The customer's blood glucose reading was unknown. The customer stated that she changed the pump and got ready to prime but is not able to because the pump read "preparing to prime hold act" disconnect and then it goes up to 5.8 units. The customer was instructed to remove the reservoir and infusion set from the pump and try manual prime. The customer will be sent replacement sets.